Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The customer called and stated that the dialyzers broke at the arterial thread site and the leak was visually observed after one hour of treatment. Pt has no known ill effects. Sample is not available.